Manufacturer narrative:
Review of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
An implant card received on (B)(6) 2013 indicated that this patient underwent lead revision on (B)(6) 2012. No additional information was provided. Information was received on (B)(6) 2013 that the patient's lead was replaced because it was broken. Attempts for additional information, lead product information, and product return have been unsuccessful. The last known diagnostic results are from (B)(6) 2012. System diagnostics from this date were within normal limits.